Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 456 mg/dl after getting insulin flow block alarm after that got some alarm and blood glucose value went up to 350 mg/dl. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer did not allege pump was under delivering. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.